Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the connector tool still properly seated on the lead with the fixation knob open. Visual inspection noted blood infiltration in the helix housing and the conductor coils in the terminal pin region of the lead were slightly deformed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Additional testing was performed with a pacing system analyzer (psa) to determine if the high impedance values observed were due to an issue with the lead. The lead passed this testing with normal pacing impedance values. Laboratory testing was unable to reproduce the reported clinical observations of out of range pacing impedance values and high thresholds. The lead was found to be electrically continuous and normal values were observed during testing.

Manufacturer narrative:
This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the lead presented with pacing thresholds above 7.5 volts and pacing impedance measurements were above 2,000 ohms when performing measurements with the pacing system analyzer (psa). Sensing measurements were in normal range. The lead was extracted and replaced with a new lead of the same model. Normal measurements were then obtained. No adverse patient effects were reported. The explanted rv lead will be returned for laboratory analysis.